Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, a patient experienced shortness of breath and dyspnea, during treatment with a polyflux 140h. The symptoms started approximately 15 minutes of starting dialysis treatment. The patient was treated with intravenous dexamethasone 5 mg. Ten minutes later, the symptoms improved and the patient was stable. No additional information is available.